Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer had failed and could not be recovered. A field service engineer (fse) replaced the t card and tested the functionality of drawers 2.1 and 2.2 using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half-height drawer had failed, would not recover, and no lights were observed. The customer stated that the malfunction occurred when a user attempted to issue medication to a patient, which resulted in a delay to patient care. However, there were no adverse events or injuries reported based on this event.